Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the fluid warmer failed annual preventative maintenance (pm) and the over temperature alarm does not go off. There was no patient involvement.

Manufacturer narrative:
Received one device. The customer reported issue was able to be replicated through visual inspection and alarm checks. The cause of the reported issue was normal wear and tear. Upon further investigation found motor not pumping. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.